Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had inappropriate atrial tachy response (atr) episodes and mode switches due to far-field oversensing of the left ventricular signal on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and discussed reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.